Event description:
It was reported that a device rupture occurred. A 6f guidezilla ii was used for coronary angioplasty. During the procedure, a rupture occurred at the junction of the hypotube and the guide catheter segment. The device was removed but procedure time was lengthened. No patient complications were reported.

Event description:
It was reported that a device rupture occurred. A 6f guidezilla ii was used for coronary angioplasty. During the procedure, a rupture occurred at the junction of the hypotube and the guide catheter segment. The device was removed but procedure time was lengthened. No patient complications were reported. It was further clarified that the area between the shaft and extension was broken. The procedure was completed with another of the same device. Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a guidezilla ii 6f guide extension catheter with the nc emerge balloon catheter and an unidentified guidewire. The nc emerge balloon catheter was received inside the guidezilla ii device but was able to be removed with no resistance or issues. The shaft, collar, and tip were microscopically examined. The collar was partially separated and damaged. Inspection of the remainder of the device presented no other damage or irregularities.